Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax); d4(catalog, serial) upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the access site adverse event was use related since supratherapeutic coags (high acts) caused bleeding.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 57-year-old female patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support for a bailout of a protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the patient had bleeding from the groin, requiring a blood transfusion. Manual pressure was applied. The activated clotting time (act) was 250. The physician attributed the bleeding to supratherapeutic coagulation levels. After one day on support, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-5 at 2.6l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements.